Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-531b-(B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the metal cap is detached and not returned; the distal end of the glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the glass cap exhibits mild detritus buildup; the outer flow tubing exhibits abrasions and scratch marks near the open end; the directional indicator (blue arrow) is partially erased; the outer flow tubing exhibits contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Fiber card analysis: joules used: 338,680 joules. The fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the product complaint "card not recognized" could not be confirmed; the glass cap distal fracture and cap detachment was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber card was not permitting fiber function @ 10 minutes of use. The fiber tip (cap) was not cleaned during the procedure. The case was completed with a second fiber. Patient outcome: "no injuries to the patient."